Manufacturer narrative:
The wash probe assembly was returned to tosoh bioscience for investigation. A visual inspection revealed no shipping damage. Functional testing was performed, which confirmed a damaged wash probe internal metal tubing that extended too far to put the plastic tip onto the wash probe. The most probable cause of the reported issue is due to a damaged wash probe.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue by examining the b/f1 probe and noted that the probe had been damaged to the point that the tip could no longer be attached to the end of it. The fse reproduced the issue by attempting to attach a tip to the end of the probe but was not able. The fse resolved the issue by replacing the damaged b/f1 probe with a new b/f assembly. Instrument validation was completed with quality control (qc) using customer-prepared controls. Qc results passed within the manufacturer's published ranges. The aia-2000 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 23apr2018 to aware date 23may2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual, chapter 9, sections 9.2.1 cleaning b/f wash probes and 9.3.2 replacing probe tips of b/f wash probes, explain on how to properly clean the b/f wash probes and replace the b/f wash probe tips. Improper installation of the b/f wash probe tips may cause inaccurate assay results. The probable cause of the reported issue is under further investigation.

Event description:
A customer was replacing the b/f (bound-free) wash probe tips on the aia-2000 analyzer and on one of the probes, the customer could not get the tip back on due to the expansion of the attachment tubing; the tip would not attach. The aia-2000 analyzer was inoperable. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of alpha-fetoprotein (afp) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.